Event description:
Health professional reported that the device had an alleged leak. The leak was suspected after the pt complained of feeling hungry. During a follow-up visit, the physician added saline to the device, but was not able to remove the same amount. A fluoroscopy was performed, which showed there was a leak in the port tubing, so surgery was performed to remove the leaking piece of tubing and reconnect the system. About two years later, the pt came back due to a weight gain of 18lbs. Another fluoroscopy was performed and showed that another leak had occurred in the access port. A replacement surgery was performed to replace the entire port.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."